Manufacturer narrative:
The tech found the latch was dirty. When cleaning and removing the pin the siderail arm was broke and had cracked. The tech replaced the siderail center arm and latch to repair the bed.

Event description:
The account alleged the bed's right intermediate siderail is not latching.